Manufacturer narrative:
Event 4: this report has been identified as b. Braun medical internal report number (B)(4). One (1) sample without packaging was returned for evaluation. The sample was attached to a 2000ml container of dw5 solution. The bag and dispensing pin were visually evaluated and no particulates were able to be observed in the bag. The reported defect was not confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
Event 4: this report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. Without the actual device, a thorough investigation could not be performed. Retain samples were inspected and no defects were noted during testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 4: description of issue: over the last 4 weeks, multiple reports of foreign material in the solution when using the dispensing pin. White elongated shavings were observed in the solution, 2 incidents of what appeared to be coring piece from the bag itself in the solution and 1 incident of coring from the vial connected to the dispensing pin in the solution. When the clinician remove the dispensing pin from the bag, it looks visibly damaged. The dispensing pins are used with multiple pinnacle bags and also pabs. Additional information provided: "we have done some more research and it appears that these white particulates only appear when we spike the fluid with this non-vented dispensing pin. When we pump various fluid bags, none have been found to contain a similar particulate. As stated, we have adjusted methods, and are spiking these bags as a syringe would be inserted into a vial or port. Bevel up, then directly in - no twisting. However, this technique has not eliminated the problem." No injury reported.